Event description:
It was reported that a loss of capture was observed on the left ventricular lead as a result of lead dislodgment. The lead had dislodged as a result of the patient developing twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.